Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. The catheter was bent at the distal section and the device was returned without the over sheath. Microscope examination was performed, and it was found that there were hits and friction marks on the bushing hooks. Dimensional examination was performed on the bushing outer diameter, and it was noted within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed that both sides a and b were out of specification, indicating that the customer experienced difficulty releasing the clip from catheter. No other issues with the device were noted. During product analysis, the catheter was found bent indicating excessive of manipulation thereby the first activation was made in the device. Once this activation happens, a premature deployment of the clip assembly could occur. Additionally, it is possible that as a result of pull forward and backward the handle, the clip fell off, and the yoke could have hit the bushing caused the failures observed; bushing hits and friction marks. This issue is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of the stomach during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but could not be released from the catheter to deploy even after repeated attempts to push the slider. It was also noted that the clip could not be re-closed. The device was withdrawn, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of the stomach during a endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue, but could not be released from the catheter to deploy even after repeated attempts to push the slider. It was also noted that the clip could not be re-closed. The device was withdrawn, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.